Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown. Manufacture date - unknown. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2016-00330 & 00653 and 3002806535-2016-00050 & 00089). Product location unknown.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, a right hip revision procedure was performed on (B)(6) 2014 due to metallosis. A second right hip revision procedure was performed on (B)(6) 2015 due to fractures of the femoral head and acetabular liner. It was further reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, a left hip revision procedure was performed on (B)(6) 2013 due to metallosis. A second left hip revision procedure was performed on (B)(6) 2014 due to fractures of the femoral head and acetabular liner.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 8 of 8 MDR's filed for the same patient (reference 1825034-2016-00330 / 00763 - 00767 and 3002806535-2016-00050 / 00089).

Event description:
It was reported by patient's legal counsel patient was revised on the right side approximately ten months post-implantation due to unknown allegations. The acetabular liner and femoral head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received reported fracture of the acetabular liner and femoral head.